Event description:
The chief investigator from the medical examiner's office sent an e-mail to request information on the composition of this product. The investigator reported that it was suspected that a child put one of the enzymatic pills in formula he had prepared for his sibling in 2008. The investigator reported that a few hours later, the parents found the infant unresponsive in bed and called for emergency assistance. The infant was pronounced dead on the scene. The investigator indicated the infant appeared to have been a healthy infant of average weight and height and normal development. Product information including composition, labeling and toxicology safety data were provided to the investigator. The investigator stated she will provide information concerning the cause of death when the investigation is completed in 4-6 weeks.

Event description:
The chief investigator from the medical examiner's office sent an e-mail to request information on the composition of this product. The investigator reported that it was suspected that a (B)(6) child put one of the enzymatic pills in formula he had prepared for his (B)(6) sibling on (B)(6) 2008. The investigator reported that a few hours later, the parents found the infant unresponsive in bed and called for emergency assistance. The infant was pronounced dead on the scene. The investigator indicated the infant appeared to have been a healthy infant of average weight and height and normal development. Product information including composition, labeling and toxicology safety data were provided to the investigator on (B)(6) 2008 and (B)(6) 2008. The investigator stated she will provide information concerning the cause of death when the investigation is completed in 4-6 weeks.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this complaint was not received for evaluation. Product history records could not be reviewed because the reporter has not provided a valid lot number or any identification traceable to the manufacturing documentation. A review of toxicology data showed the product had no oral toxicity at a level equivalent to 64 tablets per kg body weight when administered to rats in a single oral dose. This is the equivalent of a 7-lbs infant consuming 201.6 tablets. The product label states: keep this and all medications out of the reach of children. (B)(4). Additional information was requested and received from the reporter on 04/10/2008, 04/11/2008, 04/14/2008 and 04/15/2008.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this complaint was not received for evaluation. Product history records could not be reviewed because the reporter has not provided a valid lot number or any identification traceable to the manufacturing documentation. A review of toxicology data showed the product had no oral toxicity at a level equivalent to 64 tablets per kg body weight when administered to rats in a single oral dose. This is the equivalent of a 7-lbs infant consuming 201.6 tablets. The product label states: keep this and all medications out of the reach of children. Additional information was requested and received from the reporter.